Event description:
Boston scientific received information that during the device replacement procedure; the header of this pacemaker appeared 'unsteady'. Excessive force had been used to explant the device. In addition, there had been no therapy or functional issues with the device throughout the implant duration. The device was removed, successfully replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted that the header was lifted away from the top of the device case. It was still held on by the feed through wires. All the medical adhesive (ma) was attached to the header and none was left on top of the device case. All seal plugs and ma around the seal plugs were intact. No other irregularities were noted with the header. The device was put through and passed the returned products test. This involved a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.